Event description:
It was reported that the during a deep brain stimulation (dbs) implant procedure the burr hole cover door would not close and lock the lead in place despite several attempts. Another of the same device was used to successfully complete the procedure, and a portion of the burr hole cover remained implanted in the patient. The patient did well postoperatively.

Manufacturer narrative:
The returned clip passed visual inspection. The device and a known working placement tool were successfully connected. The slider was able to successfully lock down multiple test leads. None of the other associated parts were returned for analysis.

Event description:
It was reported that the during a deep brain stimulation (dbs) implant procedure the burr hole cover door would not close and lock the lead in place despite several attempts. Another of the same device was used to successfully complete the procedure, and a portion of the burr hole cover remained implanted in the patient. The patient did well postoperatively.